Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to capsular contracture, baker grade not specified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "lumps and swelling around and inside the implant" which was advised to potentially be capsular contracture, baker grade not specified, "aspiration of fluid", "[patient] had been breastfeeding [their] child and began to notice swelling at base of child's skull, under arms and groin area; when patient stopped breastfeeding, the child's swelling resolved", and inquired about device being part of the recall. Device remains implanted.